Manufacturer narrative:
The field service technician was on site and performed an annual pm per (B)(4) along with functional checks per sp-st-0002. All checks tested within specifications. The reported problem was not duplicated. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Event description:
The user facility reported the stellaris system intermittently shuts down. There was no patient impact or medical intervention required.